Manufacturer narrative:
Additional information was requested and was not available. The radiesse lot number was not provided; therefore, the device history record could not be reviewed.

Event description:
This spontaneous report was received from the (B)(6) physician via (B)(6) employee and concerns a female patient who was treated with radiesse into the nasolabial folds and cheeks. Soon after the injections, the patient experienced swelling of the lip to the midline with progression to the left side of the face, including the skin over the nasolabial fold. It quickly became impetigo. The patient was treated with intravenous antibiotics. The event started at the edge of the lip, rather than over the injection site, but the doctor reported that the two are related. The field was as sterile as possible and the technique was aseptic. The doctor believes that "the bug must have been in the skin."